Event description:
Customer reportedly rec'd the following results on the aviva system within 10 minutes: 17.8 mmol/l, 3.7 mmol/l, and 3.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in another country.